Manufacturer narrative:
Software files have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there were no components replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there was a low memory performance message on the system. The system was turned on to plan a cranial case with no patient present. Upon searching patient data off wireless internet the system would be stuck on searching for digital intercommunication of medicine (dicom), and then show low memory performance. The system then would restart. The same issue occurred again. Once the system restarted the cranial application, the system was shut down completely and then rebooted. That fixed the issue and the site was able to complete the planning needed. There was no patient present.

Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The release of stealthstation s8 application version 1.3.0 incorporated the fix for this anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.